Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The lead was sent back and received for analysis.

Manufacturer narrative:
No anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(4) 2017, explanted: (B)(4) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during a lead revision, the lead was connected to the ins and the ins was placed in the surgical pocket, an impedance test was conducted and a few electrode configurations were reading above 4000 ohms. The lead and ins connection was examined, and the faulty lead was replaced with a new lead and the issue was resolved. It was noted that there were no environmental/external/patient factors to be reported at the time. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). The patient's name was provided, as well as the implantable neurostimulator (ins) serial number.